Event description:
Caller reported a cgm error labeled as error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, which resolved the issue as the error code did not reappear, allowing the caller to successfully start their sensor session.